Event description:
New information received noted the leadless pacemaker (lp) and catheter initially exhibited loading issues prior to the procedure starting, but it was decided to continue using the system. The lp's current of injury also failed to increase after fixation and patient had tortuous anatomy was confirmed via contrast imaging.

Event description:
It was reported that a right ventricular leadless pacemaker prematurely separated from the delivery catheter but successfully placed during initial implant. It was suspected that catheter bending might have caused the issue. Patient had no consequences.